Event description:
It was alleged that an emt was injured during patient loading into an ambulance. It was reported by the user facility that this was a lifting error on the part of the emt, and that the user facility is not alleging any defect with the device. The user facility reported that the emt was evaluated in the emergency room and that further information regarding the injury was not available.